Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation was completed. Failure analysis confirmed the reported complaint. The instrument was tested on an in-house da vinci system. It passed initialization and successfully clamped but failed to fire. The inability to fire was due to a broken yaw plate. Both sides were broken and bent outwards towards the cardans. The instrument was also unable to roll. The instrument's housing was removed and the bearing that mates with the roll friction lock was found to be broken, causing the inability to roll. The broken bearing was also found corroded due to improper cleaning. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted distal pancreatectomy surgical procedure, the endowrist stapler 45 instrument did not engage properly. The planned surgical procedure was completed with another endowrist stapler 45 instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.